Event description:
It was reported that a patient with this electrode had received multiple inappropriate shocks due to oversensing of noise. Surgical intervention was performed and the electrode was found to be fractured and the insulation had abraded. The electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Detailed analysis noted a slight curve in the terminal area and a large curve in the distal section of the terminal boot. Indents with surface abrasions were noted in the terminal boot insulation approximately 25-53 mm from the terminal pin. The surface abrasions/indents were located on the inside edge of the curve. The top outside edge of the curved area did not have noticeable creases/abrasions. An x-ray performed showed several filars on the sense a cable fractured in the area approximately 25-39 mm from the terminal pin. The sense b cable was also found to be fractured in that area with the ends overlapping. The proximal side of the fracture is approximately 29 mm from the terminal pin and the distal side of the fracture is approximately 26 mm. No fractured were noted on the high voltage cable. Analysis confirmed the allegations made against the electrode in the field.

Event description:
It was reported that a patient with this electrode had received multiple inappropriate shocks due to oversensing of noise. Surgical intervention was performed and the electrode was found to be fractured and the insulation had abraded. The electrode was explanted and replaced. No additional adverse patient effects were reported.